Manufacturer narrative:
Additional information was received. When the event occurred, the patient was stable, sedated, and ventilated due to the procedure. Her glasgow scale was 12 prior to the procedure. Part of the coil remained in the aneurysm and the remainder of the coil and delivery wire remained in the patient vasculature at the level of the distal common carotid artery. The device migrated from the microcatheter when there was an attempt to withdraw the microcatheter. The patient was not transferred to another hospital as previously reported. Approximately 24 hours after the procedure, the patient expired due to hemorrhage. An autopsy was not performed, and no testing was performed to determine where the hemorrhage was located. It was unknown if the death was due to a new hemorrhage or hemorrhage from the aneurysm. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional info received 3/8/2016: post-procedure, the patient was hemodynamically stable without any visible complication. Images of the procedure were provided on 3/24/2016. Conclusion: as reported by a healthcare professional, during coil embolization of a ruptured anterior communicating artery aneurysm on a (B)(6) female with a history of hypertension, the distal portion of a g2 tdl complex (641cf0615/c18538) delivery wire separated while the coil was being positioned in the aneurysm. The device migrated from the microcatheter when there was an attempt to withdraw the device with the microcatheter. The coil remained in the patient¿s body from the aneurysm to the distal common carotid artery. No intervention was performed to retrieve the device. It was reported that during repositioning, friction as felt, and repositioning was difficulty. It was reported that more force had been applied to the device than usual; however, the device had not been torqued. The device did not appear to have been bent, kinked or stretched prior to the separation, and there were no known factors that may have contributed to the separation. Prior to the procedure, the patient was stable, with glasgow scale 12. Post-procedure, the patient was hemodynamic stable without any visible complication; however, the event was considered to be life threatening. Approximately 24 hours after the procedure, the patient expired due to hemorrhage. An autopsy was not performed, and no testing was performed to determine where the hemorrhage was located. It was unknown if the death was due to a new hemorrhage or hemorrhage from the aneurysm. The coil remained in the patient, and the coil delivery system was discarded. Pre, intra and post images of the intracerebral coil embolization procedure were reviewed. The target lesion was an anterior communicating artery aneurysm, with approach through the left carotid system. The post-procedure images revealed a coil mass within the aneurysm sac with trailing/protruding wire within the parent vessel. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Device separation was confirmed based on the procedure images provided; however, the device positioning unit fracture could not be confirmed. Images confirmed there was protrusion of the device into the parent artery. Hemorrhage and neurological deficits including stroke and possible death are known adverse events associated with the device and coil embolization procedures and are listed in the instructions for use (IFU) as such. The root cause of the hemorrhage and death could not be determined based on the information provided and without additional testing or autopsy. The root cause of the device separation could not be determined; however, force applied to the device may have contributed to the event. The IFU cautions ¿if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system.¿ there was no information provided to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4) additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during ruptured anterior communicating artery aneurysm embolization, with a g2 tdl complex (641cf0615/c18538), friction was felt during repositioning the coil, and the distal part of the delivery wire fractured and separated and remained in the patient. It was reported that more force had been applied to the device than usual to treat the aneurysm; however, the device had not been torqued. The coil remained attached to the device positioning unit. The device did not appear to have been bent, kinked or stretched prior to the separation, and there were no known factors that may have contributed to the separation. Part of the separated device remained in the aneurysm, and ended in the anterior cerebral artery and carotid artery. No intervention was performed to retrieve the separated part. Information regarding consequences to the patient was not available, as the patient was transferred to another facility; however, it was reported that the event was life-threatening.

Manufacturer narrative:
Device was not returned for analysis. A review of the manufacturing documentation associated with this lot was performed on 2/10/2016, and presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information was received on 2/29/2016. When the event occurred, the patient was stable, sedated, and ventilated. Part of the coil remained in the aneurysm and the remainder of the coil and delivery wire remained in the patient vasculature at the level of the distal common carotid artery. The device migrated from the microcatheter when there was an attempt to withdraw the microcatheter. Approximately 24 hours after the procedure, the patient expired due to hemorrhage. (B)(4)). Additional information will be submitted within 30 days of receipt.